Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 600mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was declined and customer requested replacement of the insulin pump. No further info was provided.